Event description:
It was reported that there was a lead warning due to high impedance on the right atrial lead. It was also noted that there was no capture at high outputs. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.